Event description:
It was reported that during a training/demo of the da vinci system, errors 23007 and 23041 were observed, pointing to boom motor. There was no patient involvement.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the system to troubleshoot the reported issue and replaced the boom motor. The system tested to original manufacturer specification following the replacement. The boom motor was returned to intuitive surgical, inc. (Isi) for failure analysis testing, but the testing has not yet been completed. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the boom motor for failure analysis investigation. The unit was analyzed and the findings did not replicate or confirm the customer reported event. In artemis, the 2300 not free to move error and 23041 kernel error were seen, confirming the faults occurred in the field. During visual inspection, no issues were seen that would be relevant to the reported issue. The unit was installed onto a golden system where it was able to calibrate and star up in normal mode without triggering any faults or errors. The boom was exercised throughout its rom and found no abnormalities.